Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's blood glucose level was 432 mg/dl. The customer received a no delivery alarm from her insulin pump during bolus delivery. The customer changed her insulin, reservoir, and infusion set. The alarm occurred again. The customer reverted to a back-up insulin pump with the same reservoir and infusion set. Standard troubleshooting was performed on the customer's regular insulin pump. The insulin pump functioned according to design. The customer changed the insulin pump's battery and received a battery out of limit alarm, which was cleared. The product is not being returned. Nothing further was reported.